Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. A visual inspection was carried out on the elevator which showed heavy signs of wear including wear marks and scratches. A lot number was not present on the elevators surface. When evaluating the elevator tip, the tip was found to have been fractured and was not present. There will be no DHR review as the lot number remains unknown. There are no indications of manufacturing defects. For this part (09-0252) and the previous one year (from the notification date) regarding the tip fracturing, there is a complaint rate of (B)(4) which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the fractured instrument tip is excessive force was applied beyond what the product is designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured during a dental procedure and the fractured piece of instrument remained in the patient¿s tooth. No additional patient consequences have been reported.